Event description:
A peritoneal dialysis patient reported that the cycler was displaying drain complication. During a follow up call to the patient's nurse, the nurse reported that the patient was hospitalized for colitis from (B)(6) 2017. While being hospitalized patient was found to have peritonitis on (B)(6) 2017 for which the patient was put on vancomycin and the treatment continued even after discharge. The patient had been on pd therapy since (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler was displaying drain complication. During a follow up call to the patient's nurse, the nurse reported that the patient was hospitalized for colitis from (B)(6) 2017. While being hospitalized patient was found to have peritonitis on (B)(6) 2017 for which the patient was put on vancomycin and the treatment continued even after discharge. The patient had been on pd therapy since (B)(6) 2015.

Manufacturer narrative:
The actual device was returned to plant manufacturing for evaluation. The internal, visual inspection showed that there were no indications of dried fluid inside the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems occurring. There were no fluid leaks in the test cassette during the treatment test. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A device history review found no related problems to the reported complaints. Found no related problems to the reported complaints.

Event description:
A peritoneal dialysis patient reported that the cycler was displaying drain complication. During a follow up call to the patient's nurse, the nurse reported that the patient was hospitalized for colitis from (B)(6) 2017. While being hospitalized patient was found to have peritonitis on (B)(6) 2017 for which the patient was put on vancomycin and the treatment continued even after discharge. The patient had been on pd therapy since (B)(6) 2015.